Event description:
The patient received her scs system on (B)(6) 2011. It was reported that the patient was explanted due to seroma at the pocket site. The patient tested negative for infection. The patient's scs system was replaced. She healed well and is receiving adequate stimulation.

Manufacturer narrative:
Evaluation: results: the product was received without visible anomalies on the can. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.